Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-05923. It was reported that the patient was admitted to the hospital for severe groin pain. X rays revealed that leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2017 and both the leads were replaced and effective therapy was restored postoperatively.